Event description:
A peritoneal dialysis registered nurse (pd) reported during a follow-up call that the patient had an omental wrap on his pd catheter. According to the nurse the catheter was replaced (no date provided) and the issue was resolved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).